Manufacturer narrative:
(B)(4). The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to system error 345. Service evaluation verified system error 345. The event history log review was completed and it noted the presence of this alarm in the log. The cause was identified to be a failed force sensor. The failed force sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device displayed a system error 345 (thermistor disparity). There was no patient involvement. No additional information is available.